Event description:
It was reported that the patient experienced a significant improvement in symptoms after the initial implant, however, beginning in (B)(6) 2012 the patient's symptoms returned. On (B)(6) the patient went to the hospital, where an x-ray determined that the lead was broken. The patient underwent lead replacement surgery and following the procedure the patient felt much better and had no more hand shaking. It was noted that the patient denied that she had fallen down or had any strenuous activity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0205492048, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead model 3389-40, lot 0205492048 found all four conductors were broken 3.4cm from the proximal end. All circuits were open. (B)(4).